Manufacturer narrative:
The device was not returned for edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. As no device was returned, there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The following instructions for use (IFU) were reviewed: esheath IFU, device preparation training manual, and device procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath distal tip split was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, 'the tip of the 14fr esheath split during insertion due to the percutaneous tissue catching it' and 'the split was a vertical tip split very minor, however, the doctors preferred a new sheath. The incision was made bigger and a second esheath was inserted with no problem'. As no abnormalities were observed during unpacking or preparation, it is likely that the sheath distal tip interacted with patient tissue at the access point during insertion. Inadequate vascular access can lead to a sub-optimally small access point which can lead to the sheath distal tip to catch onto patient tissue and split. No issues observed after enlarging the access point incision further supports this. Available information suggests that procedural factors (inadequate vascular access, interaction with patient tissue) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 23mm sapien 3 ultra valve, the tip of the 14fr esheath split during insertion due to the percutaneous tissue catching it. The tip of the sheath split 'as it normally does' after putting valve through it. In this case, the tip split before getting the sheath inserted and the physicians did not feel safe trying to reinsert it. Although the split was a 'very minor' vertical tip split, the doctors preferred a new esheath. The incision was made bigger and a second esheath was inserted with no problem. There was no harm to the patient.